Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-may-2024, the patient reported that there was huge problem where tubing was bend and that stops the insulin flow. The patient inserts the cannula above my belt line on my right and left side in front of the stomach and dexcom sensor. No further information available.